Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited multiple instances of noise simultaneously on the right atrial (ra), right ventricular (rv) and rv shock channels across multiple episodes on the same day. One of the episodes showed that inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy was provided due to oversensing the noise. Therapy was not exhausted. The patient was noted to exhibit a good underlying rhythm on some episodes but there was possible pacing inhibition observed on other episodes due to oversensing the noise resulting in approximately two (2) seconds of asystole. It was noted that the most recent set of ra and rv lead daily measurement tests exhibited impedance measurements that were within normal specification limits. Boston scientific technical services (ts) discussed possible external noise sources with the boston scientific representative (rep) who indicated that the patient did not think they were doing anything that would have caused noise on that day. Ts also noted that the respiration-related trends are currently programmed on, so they discussed with the rep to consider programming the respiration sensor off to rule that out as a source of noise. In addition, ts noted there was a subsequent rhythmiq episode and discussed programming the device to a normal brady pacing mode. The device remains in-service. No additional adverse patient effects were reported.